Manufacturer narrative:
Investigation details: visual inspection verifies the seal is cracked. The complaint is confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube, and third seal failed to deploy into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital. This report is the second seal.